Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip and belt clip slot. The pump also had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the top of the reservoir lip was broken. It was also reported cracks and missing chunks were present on the reservoir. The customer's blood glucose was 160 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.